Manufacturer narrative:
The sureform stapler 45 instrument was received for failure analysis. Failure analysis could not confirm the customer reported complaint. Visual inspection found no damage or missing pieces on the snake wrist cover and no damage to the instrument. The instrument was tested on an in-house system. The instrument clamped, unclamped and fired successfully. The instrument fired successfully twice using green 45 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was found. The blue sureform 45 reload was returned unused and unfired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and was removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The reload passed the reload recognition test. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted lower anterior resection procedure, while using a sureform 45 stapler, a small black rubber piece was observed in the abdomen and retrieved during the same procedure. The origin of the fragment was unknown. Abdomen inspection and post-operative x-ray confirmed no additional fragments; only a prior surgical right epigastric clip and catheter were noted. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no further details were obtained.